Manufacturer narrative:
Result: power board.

Event description:
It was reported by service report that the scale was not operating as intended. No patient involvement or adverse consequences are reported.